Event description:
It was reported that bd ultra fine¿ pen needle was unable to deliver medication. This was discovered during use. The following information was provided by the initial reporter: material no: 320119 batch no: 9085925 it was reported that the customer is getting only 1 or two units of insulin and insulin is coming very slowly. Verbatim: issue: consumer reported she only gets partial insulin during injection. She stated insulin comes very slowly sometimes she only gets about 1 or 2 unites and sometimes close to 6 unites. She stated it has been happening from this box for 2 months since she had it. Consumer stated it happens with every 2 or 3 needles, it happened with more than 10 needles. Consumer stated she uses the new needle each time of her injection, stated she visually tests the needle to see if it is straight, she stated she firmly attaches the pen needle on to the pen. She stated, she does the priming, and rotates the skin site. Advised consumer to save the sample if re occurs.

Manufacturer narrative:
Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non-conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd ultra fine¿ pen needle was unable to deliver medication. This was discovered during use. The following information was provided by the initial reporter: material no: 320119 batch no: 9085925. It was reported that the customer is getting only 1 or two units of insulin and insulin is coming very slowly. Verbatim: issue: consumer reported she only gets partial insulin during injection. She stated insulin comes very slowly sometimes she only gets about 1 or 2 unites and sometimes close to 6 unites. She stated it has been happening from this box for 2 months since she had it. Consumer stated it happens with every 2 or 3 needles, it happened with more than 10 needles. Consumer stated she uses the new needle each time of her injection, stated she visually tests the needle to see if it is straight, she stated she firmly attaches the pen needle on to the pen. She stated, she does the priming, and rotates the skin site. Advised consumer to save the sample if re occurs.